Manufacturer narrative:
For regularization - retrospective review / FDA request. Event occured in (B)(6). No possible recovery of the device. Possible presence of a defect around the orifices of the titanium plate that generates a risk of braid laceration during use, depending on the angle used to adjust the device. Corrective actions implemented to solve this problem : reinforcement of the control method: use of an angled assembly (45°) for performance qualification. Implementation of post-polishing aspect control: no scratches or unevenness with a binocular.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. Pullup braid breakage : "after flipping while adjusting loop length, the braid just tore."